Manufacturer narrative:
Due to limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each pt, the devices used and the complications experienced was not provided. It is possible that each pt may have experienced more than one complication. No medwatch form was rec'd from the user facility; therefore, info on the medwatch form 3500a was completed by medtronic with info from the article.

Event description:
Journal reference: kenney, et al. "Short-term and long-term safety of deep brain stimulation in treatment of movement disorders." Journal of neurosurgery; 2007, 106:621-625. The study describes the results of a retrospective analysis of adverse events in 319 movement disorder pts treated with deep brain stimulation (dbs) at college between 1995 and 2005 along with a comparison analysis of the medical literature. Reportable even: six pts (dbs leads n=6) experienced lead migrations. Pt symptoms, treatment and outcome info was not provided.